Event description:
Elderly male with history of coronary artery disease, hypertension and recent chest pain. While undergoing a diagnostic heart cath and possible stent replacement, there was internal damage to the guidezilla and it would not cross. No known harm to the patient.